Manufacturer narrative:
(B)(4). Batch # n91t0d. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was found broken leading to the found feeding issues and 14 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clipper described as not deploying clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.